Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a lower than expected ventricular pacing impedance measurement. All other lead measurements were within normal limits. Further review of the device's stored memory noted one non-sustained episode with noise on the ventricular rate/sense channel. Additional information was obtained that the patient implanted with this lead and this cardiac resynchronization therapy defibrillator (crt-d) received two inappropriate shocks resulting from oversensed noise. Upon interrogation of the device, a yellow warning screen was displayed. A chest x-ray was performed and no lead fractures were noted. The patient was scheduled for a device changeout procedure but passed away before this was completed.